Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer replaced the cartridge and resumed insulin delivery. No further assistance was needed as the case was closed by technical support.